Event description:
It was reported that this patient experienced pauses of asystole. The patient was still hospitalized following implant procedure of this implantable cardioverter defibrillator (ICD) system. The system was programmed into electrocautery mode and x-rays were performed. It was found that this right atrial (ra) lead had dislodged into the ventricle causing the pacing inhibition. This was resolved after a repositioning procedure where this ra lead remains in service and the system programmed back to normal parameters. No additional adverse patient effects were reported.